Event description:
It was reported the patient's ipg was explanted and replaced due to lack of use. It is uncertain when the patient lost stimulation and when the ipg was last charged. Stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.